Event description:
Incident happened approximately at the end of july or beginning of august. User was sitting on the walker and leaned forward to turn on the stove burner. When he leaned back into the walker, the left front fork stem broke, causing him to fall backwards onto the floor and land on the left side of his back and shoulder. He stayed on the floor for a few minutes because he was nervous about getting up due to his weight. He stated that, he was worried that he had torn his rotator cuff; however, he did not sustain any injury. The patient did not require medical attention and only sustained bruises on his back and shoulder. The patient returned the walker the next day and told the dealer what happened. The dealer replaced the w1801 walker with another brand and the user was satisfied with the solution. The incident was a result of the left side fork stem (shaft) breaking. The patient stated that, he noticed that the stem seemed to be bending prior to the incident, but was not certain that there was a problem and therefore, did not attempt to have the unit repaired or returned prior to the incident. The unit was used outside and used over curbs and small steps; however, the patient stated that it was never forced and no undue stress was ever put on the unit. The defective part was returned to the contract manufacturer, r. Poon medical, for evaluation. We requested that they perform hardness and/ or material composition testing to determine the cause of the malfunction. A follow up report will be filed once the test results have been received.